Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced an audible alarm. The patient was unable to determine what the cause was. The patient was in bed on power module and said it was quick and had not occurred since. The event log confirmed the reported low speed events. Events occurred while the patient was connected to their patient cable. The event log did not contain any pump stop events. The reported event is suspected to be a result of a possible short to ground in the patient's percutaneous lead. The events could not be reproduced with movement or manipulation of the external portion of the driveline. An ungrounded cable was requested and shipped to the hospital.

Manufacturer narrative:
Although the reported alarms were confirmed via the submitted system controller log file, the cause of the event could not be conclusively determined. The submitted log file contained multiple low speed events with corresponding elevations in pump power and pi while the system was operating on the power module. X-rays of the patient's percutaneous lead appeared inconclusive for areas of potential damage and the patient was placed on an ungrounded patient cable. The patient remained ongoing on the ungrounded patient cable with no further related issues. The pump was reported to be working properly at the time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.